Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: visual inspection shows moisture corrosion in the battery compartment. Black box review shows evidence of short battery life on 12/29/2013. The pump passed a leak test. The cap was able to fit securely and to maintain electrical connection. The pump powers ¿on¿ with a low battery warning upon start up. The unit was able to power on with no warnings after cleaning the battery terminal. The pump was primed and exercised with no further alarms/warnings. Currents draws are within specification. The pump¿s cover was removed, no further moisture was found inside the pump. No intermittent condition was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue: the batteries are not lasting as long as anticipated. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.